Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review.. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium w/ soft port. The reported complaint is deemed confirmed; based on prior complaints for similar issues. The complaint deems a system connection which there was no leak alarm from the renasys ez plus with an evident leakage at the wound site and thin sero-sanguinous drainage. There is no indication of time elapse between the dressings changes conducted. Complaint description includes that wound location was the sacral area. No samples, pictures or lot number information were provided or received for evaluation, therefore, a DHR review investigation could not be performed with the limited information provided. Regarding dressing detached from patient, a reasonable explanation could be that the dressing became detached due to the location of the wound. In regards to a pump not triggering a leak alarm after an evident dressing off the wound site means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The description of the report clearly states that troubleshooting was conducted and an alarm was triggered by the device. The pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pump pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak.

Event description:
Wound nurse discovered foam dressing 50% lifted and reports leak alarm not triggered.